Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they received a lost sensor alert after two hours of insertion. The customer removed the sensor and found the sensor electrode or cannula broke inside the body. Customer was advised to contact the doctor if sensor remains in the skin. Blood glucose value is unknown.